Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream xc catheter was selected for use. The catheter primed as normal. Aspiration was initiated; however after approximately two minutes of run time, aspiration stopped. The catheter was removed and re-primed, but the aspiration issue persisted. There were no kinks or visual defects noted. The procedure was completed with a new catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure and performing aspiration testing. Test results showed that this device did not perform as per test specification; withdrawing 4ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream xc catheter was selected for use. The catheter primed as normal. Aspiration was initiated; however after approximately two minutes of run time, aspiration stopped. The catheter was removed and primed, but the aspiration issue persisted. There were no kinks or visual defects noted. The procedure was completed with a new catheter. There were no patient complications reported.